Event description:
From china aer database: issue summary: it was reported that, during a case, the display screen when black. The anesthesia unit was switched to manual ventilation and restarted. After restart, anesthesia unit returned to normal, and surgery was completed. There was no report of patient injury.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).